Manufacturer narrative:
The ge rep ordered a foot pedal, and the customer replaced it. The system is operating as intended.

Event description:
The customer reported that the system continued to produce x-rays after the foot pedal was released. No pt injury was reported.